Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the patient received line blocked alarms. When instructed to remove the cannula, at which time it was found to be bent. The event occurred while in use with the patient, operator of the device was the patient and the issue was resolved.